Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via review of the submitted log file. The log file contained information spanning approximately 6 days of patient use ((B)(6) 2023 to (B)(6) 2024 per time stamp). Beginning at 16:10:38 on (B)(6) 2024, a few pwr_b_broken faults were observed, indicating interruptions in the power b signal. At 16:55:36 on (B)(6) 2024, a corresponding driveline power fault alarm was activated. The power faults intermittently cleared and reactivated a few times; however, the associated alarm latched and remained active until the controller was exchanged at 1:16:20 on (B)(6) 2024. The observed power faults did not impact the controller¿s ability to operate the pump, and the pump maintained a speed above the low-speed limit while the driveline was connected. Provided information indicated that the heartmate 3 system controller (serial number: (B)(6) ) and modular cable (lot number: 7327189) were exchanged in order to resolve the alarm. No products were returned to abbott for analysis. The root cause of the observed driveline power fault alarm could not be conclusively determined through this evaluation. The device history records were reviewed, and the records revealed that the modular cable (lot number: 7327189) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including driveline power fault, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the modular cable and heartmate 3 system controller. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had some ventricular assist device (vad) issues on friday night (B)(6) 2024. The controller and modular cable were changed out on (B)(6) 2024. Log files confirmed driveline power b faults on (B)(6) 2024. Replacing the modular cable and controller provided resolution to all alarms. Related controller manufacturer report number is 2916596-2024-00266.